Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, this pt presented with a ruptured abdominal aortic aneurysm and was treated with a gore excluder aaa endoprosthesis featuring c3 delivery system. Final angiography revealed no endoleaks at the completion of the case. The pt did well post-operatively and was discharged. On (B)(6) 2011, follow up cta revealed a significant type I endoleak. On (B)(6) 2011, a reintervention was performed whereby an aortic extender component was implanted proximally. They extended about 15-20mm proximal to the lowest renal artery. Angiography the endoleak was resolved. The pt has done well post-operatively. Cause of the type I endoleak was unknown.